Event description:
The physician was attempting to use one protege rx device to treat a slightly tortuous and slightly calcified lesion located in the proximal carotid artery, exhibiting 90% stenosis (6.3 x 8 mm). A spider device was used as embolic protection. The device was removed from its packaging and inspected with no issues noted. The lesion was pre-dilated using an unknown balloon catheter. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the protégé rx catheter ¿bunched¿ during attempted positioning. The spider catheter was also involved in the bunching. The physician removed the device without difficulty and used another device to complete the procedure. No damage was noted to the stent on removal. No patient injury was reported.